Event description:
It was reported that at the time of the event, the customer¿s mother observed boluses in the history that were not requested by the customer. The customer's blood glucose (bg) level was 70 mg/dl. The customer was resuscitated, and 21 sugars were taken. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 20 december 2022, the distributor reported the additional information: the pump history was checked, and it was determined that the reported issue occurred on 21 september 2021.